Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. Follow-up was attempted to obtain the relevant information; however, no additional details are available at this time. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up later revealed the cause of death was a large pericardial effusion and severe aortic stenosis. It was additionally noted that the death is unrelated to the device and the patient had an underlying rhythm which indicates the potential device circuit error would not occur.